Event description:
It was reported that the patient underwent implant of the baerveldt shunt on (B)(6) 2012. On (B)(6) 2012, at the one (1) week post operative visit it was noted that the patient had ocular hypertension measuring 34 mmhg. On (B)(6) 2012, a ligature was applied as the tube was cut as a treatment. On (B)(6) 2012, the patient recovered. At the three (3) month post operative visit on (B)(6) 2012, ocular hypertension was observed again and measured 25mmhg. A prescription for an intraocular pressure lowering medication was provided to the patient. As of (B)(6) 2012, it was reported that the patient had recovered from the event. The physician indicated that there no product malfunction.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4) - baerveldt shunt. The device remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.